Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose levels ranging in the range of 400 mg/dl. The customer did not provide details regarding symptoms or treatment of their high blood glucose episodes. The insulin pump had critical pump error. The customer declined troubleshooting but requested for assistance with updating their basal rates. The customer was advised to speak to the help line for assistance with updating the settings on their insulin pump. The product will not be returned for analysis.